Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their implant was not holding a charge as long as it normally did and the issue began about 2 weeks ago. Agent redirected patient to their hcp to address the issue but patient refused to involve their hcp and mentioned they had never done this before. Patient didn't have their representative's phone number. Agent reviewed hcp and role of representative but patient still refused to call their doctor. Agent offered to email representatives for visibility but did not promise a timeframe or a callback. Patient mentioned they met with their representative a couple times in their hcp's office previously. Patient also mentioned conflicting information that they were getting a finished screen and had a problem getting the bottom one to charge then denied having issues and had no problems with charging the implant and their only issue was that the implant did not hold a charge as long as it used to. The controller was at 50% and implant was at 50% excellent then the implant increased to 60%. Due to the nature of the call, the agent stopped asking questions. Patient mentioned they had major back surgeries within the '30' years they had their implants. Patient mentioned they had 3 major surgeries on all their implants and clarified that their implant was replaced 3 times so replacing the implant on their spine would take major surgery. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.